Manufacturer narrative:
With regards to the reported event, a vfie module and logfiles were returned for investigation. Investigation of the returned vfie module could not reveal any anomalies with the vfie module functioning within the release specification. Logfile review indicated that a possible temporary blockage of the airline or occurred which was resolved later. Review of the device history record of the eva unit involved in this event indicated that no similar events reported. Based upon the available information it was concluded that the reported event cannot be attributed to the device that was returned for investigation. The reported event could be related with consumables used during the reported event or to a use error. However, since the consumables (incl. The 3 way stop cock) were not returned for investigation the findings do not lead to a clear conclusion concerning the cause of the reported adverse event.

Event description:
During a vitrectomy procedure the surgeon wanted to switch from fluid to air but there was no air flow. She went back to fluid and it worked fine. It was thought it might be the 3 way stop cock so this was changed for a new one. Then it seemed to work. The broken stop cock was tested after surgery and it seemed to work fine. Also, the head surgeon who used the unit the day before said it took a while for the air to flow when going from fluid to air. He also felt the eye was softer than he appreciated. The stop cock was exchanged for a new one.

Manufacturer narrative:
The unit will be returned to the manufacturer for investigation.

Event description:
During a vitrectomy procedure the surgeon wanted to switch from fluid to air but there was no air flow. She went back to fluid and it worked fine. It was thought it might be the 3 way stop cock so this was changed for a new one. Then it seemed to work. The broken stop cock was tested after surgery and it seemed to work fine. Also, the head surgeon who used the unit the day before said it took a while for the air to flow when going from fluid to air. He also felt the eye was softer than he appreciated. The stop cock was exchanged for a new one.